Event description:
A report was received from (B)(6) stating that after the gastrostomy placement procedure, two out of three suture locks detached. All of the other sutures remained intact. The two sutures were utilized from one gastrointestinal anchor set which contains three saf-t-pexy t-fasteners. Additional information received on (B)(6) 2015 stated it appears that the sutures were broken when the suture locks detached. No additional information was provided in regards to the patient's status

Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The one sample contained two gastropexy suture locks. Each lock had approximately 6mm of suture extending out on both sides. The suture locks are intact with no visible breakage or defect. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Patient code: no code available, (B)(4) device code: suture, (B)(4) ; break, (B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).